Event description:
The patient was revised because the wrong implant as originally put in place.

Manufacturer narrative:
No product was returned. Based on the information provided, the root cause is attributed to the sales representative inadvertently opening the wrong product. No product problem was identified. The need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.